Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp by performing autofill and pumping, checked the diagnostic logs for startup and power error, but was unable to reproduce the reported issue. Unrelated to the complaint issue, the stm then checked and replaced the helium seal. All calibration, functional and safety tests were performed, and passed per factory specifications and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had start-up issues. It is unknown if there was a patient involved or under which circumstances this event occurred. However, no adverse event reported.